Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 11. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.